Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled and usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 2ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Microscopic inspection of the sample did not reveal any evidence of leakage. No leakage, or evidence of previous leakage was discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of recx2290 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood leak was found from the connection part between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2290 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood leak was found from the connection part between the catheter and the catheter connector. There was no reported patient injury.